Event description:
It was reported that during an acl reconstruction surgery, the anchor broke while being inserted, broken pieces were removed using a mosquito grasper. The procedure was completed with a back up device with no significant delay or patient injury reported.

Manufacturer narrative:
One 7209017 sterile biorci ha 10x30mm screw was used for treatment but was not returned for evaluation. Due to product unavailability, evaluation, investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use. Instructions for use confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product integrity include: 1. Site prep with alternate or without recommended instruments. 2. Screw taper style or larger head to body design unaccounted for. 3. Entanglement with guide wire or other instrument causing tearing and fractures. 4. Use of disproportionate screw size. 5. Use of excess torque or force. Per instructions for use: ¿the starter must be utilized with the biorciscrews to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Product met specifications upon release to distribution.

Manufacturer narrative:
H10. H3, h6: one biorci ha 10x30mm screw used for treatment, was returned for evaluation. These are an interference fit screw product recommended for acl or pcl procedures. The item was returned fractured. There was approximately 4mm distal material absent from the tip. There are light scuff marks inside the cannula and hex head. This is typical of stripping or guide wire damage. Pressure and force was a contribution to the fracture. Prep specific to this product is recommended. Per instructions for use it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used. With interference style screws, use of same size tunnel allows screw threads to make optimum surface to surface. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution.